Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is experiencing glare, halos around lights and headlights at night an intraocular lens (iol) in the right eye. Visual acuity (va) pre-operative (op): 20/20 both eyes (ou), va post-op: 20/20 ou. The right eye was scheduled for explant on (B)(6) 2020. Through follow-up, it was confirmed the lens was explanted. There was no vitrectomy, incision enlargement or sutures required. Another johnson & johnson lens (same model and lower diopter) was implanted as a replacement. The patient is doing fine and the replacement lens was successfully implanted. No additional information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients right eye. A separate report is being submitted for the lens in the left eye.

Manufacturer narrative:
Device evaluation: product evaluation cannot be performed as per the initial report, the lens has been discarded. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.